Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. (B)(4). Maquet sas became aware of an incident with a surgical lights configuration of lucea 50 and lucea 100. As it was stated, the fork assembly of lucea 50 light head broke and as a result the cupola was hanging on wires. The issue occurred after the procedure, however we decided to report the issue in abundance of caution as any part detachment might lead to an adverse event. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the issue. The device was not being used for the patient treatment. Based on the performed trend review we conclude that the issue under this investigation is a single, isolated event. The light head lucea 50 is conforming to the standard iec 60601-2-41 ed 2 and after evaluation by product specialists it is concluded that the light head handling cannot be the reason of this breakage in a normal use. Only abnormal use (violent collisions, shock with another device¿) can damage this device as reported in this complaint. In user manual 01741en04, there is an information included to check the device for impact marks and any other damage. As the detachment of the cupola in this case was the ¿final stage¿ of the damage of the interface, we can assume that such daily maintenance checks were not fulfilled by the customer. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On 7th september, 2018 maquet (B)(4) became aware of an incident with one of surgical lights- lucea. As it was stated, the fork assembly broke. The issue occurred after the procedure however we decided to report the issue in abundance of caution as any part falling might be a source of injury. Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).